Event description:
During an angiogplasty of the subclavian there was difficulty removing the balloon through the 5f sheath. The whole delivery system had to be removed and access was lost. The site was not re-accessed . The balloon was inflated to 8 atm. There was no patient injury reported.